Manufacturer narrative:
Concomitant medical products: product ID: 2272 ipg, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pocket erosion. The right ventricular (rv) lead was explanted the system was replaced with leadless implantable pulse generator (ipg). No further patient complications have been reported as a result of this event.